Event description:
It was reported that 3 112 in 15 drop IV administration sets leaked while using the syringe to inject IV medicine. The following information was provided by the initial reporter: "while using bd maxguard 15 drops/ml IV set ports leaking when using 3 mll syringe to inject IV medicine."

Manufacturer narrative:
H6: investigation summary: 1 sample was received and tested by our quality team. The sample was tested with saline solution multiple times and no leak was noticed. A pressure test was performed as well but no leak was achieved. This failure is currently a high priority due to multiple reports. Specifically the 3ml connection to the maxplus/maxzero connectors. Due to the failure being known, the complaint of leakage has been verified but without more information, the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 112 in 15 drop IV administration sets leaked while using the syringe to inject IV medicine. The following information was provided by the initial reporter: while using bd maxguard 15 drops/ml IV set ports leaking when using 3 mll syringe to inject IV medicine.